Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, a rapid drop in battery longevity was observed on the device. Premature battery depletion was suspected. Abbott technical support was contacted. However, the cause of the battery longevity drop could not be determined. No intervention was performed at this time. The patient was stable and will continue to be monitored.